Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm epic valve was chosen for implant. The valve was implanted and echocardiogram showed fine during the release (average 5). The patient was on pradaxa for 3 months. On an unknown date in (B)(6) 2023, high gradients identified, both pradaxa and aspirin were introduced. But gradient was not improved (patient asymptomatic nevertheless). On an unknown date in (B)(6) 2024 , transthoracic echocardiogram (tte) showed the valve was noted thrombosed and patient got reoperated. A new 31mm epic valve was implanted and patient put on lixiana.

Manufacturer narrative:
D6b - explant date: the explant date was estimated to be (B)(6) 2024 as it occurred on an unknown date in (B)(6) 2024. An event of thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as a valve-in-valve was performed and the device remains implanted. However, based on the information received, the reported thrombus is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as a valve-in-valve was performed and the device remains implanted. However, based on the information received, the reported thrombus is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.